Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was inflated to appropriate pressure but was unable to ventilate appropriately due to large leak of 1l min. Cuff pressure was checked and noted to have fallen suggesting leak. When removed from the patient and checked, there appeared to be an intermittent leak from the cuff. There was no evidence of cuff tears on the affected tube. There was patient involvement and no harm.

Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. The device history review was performed and no discrepancies noted relevant to the indicated failure mode. The customer complaint cuff leakage could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.